Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that her meter was reading inaccurately high. The med affairs spec mailed a letter in 2006 since the user could not e reached by telephone for further clarification. The pt reported that her meter was reading inaccurately high, however, she did not report the result. She reported feeling discriented and withdrawn at the time of testing. She was taken to the hosp, where she was treated with glucose. The result obtained at the hosp, and how she was taken to the hosp was not reported. No further info was obtained from the pt. It would have been helpful to know the results obtained from all meters involved and the times that the events occurred (results, symptoms, and treatment). The pt stated that the hosp lost her blood glucose meter; therefore she was unable to troubleshoot. This complaint is being reported as the pt alleged the meter reading ghigh, she was taken to the hosp with symptoms, and she was treated for low blood glucose. A replacement meter has been sent.